Event description:
It was reported that the device exhibited episodes of non-sustained lead noise due to crosstalk and far field p-wave oversensing on the ventricular channel. An episode of pmt was also noted. The device was reprogrammed and remains implanted. The patient was in good condition following the event.

Event description:
New information received notes that the device later exhibited myopotential oversensing. The patient was asymptomatic. Programming changes were recommended and the device remains implanted.

Event description:
New information received notes that the device was reprogrammed to address the myopotential oversensing.